Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised. A restoration modular hip construct with a 28 +12 lfit v40 head were implanted. Update 15/may/2020: spoke to rep. Patient's hip was revised due to femoral periprosthetic fracture. An accolade tmzf stem and alumina femoral head were implanted. There are no allegations against the femoral head. Rep reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding periprosthetic fracture involving unknown accolade tmzf stem was reported. The event was confirmed based on medical review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided medical records and x-rays was rejected by a clinical consultant indicating: undated, unlabelled x-ray ap left hip demonstrating an uncemented left tha, reduced alumina head, displaced femoral periprosthetic fracture. Undated, unlabelled x-ray ap left hip demonstrating same acetabular component, long stem restoration modular stem, lateral femoral hook plate fixed with 6 cerclage cables reducing femoral fracture. 5/13/20 implant labels: restoration modular stem 195/14, restoration modular stem 195/17, 21/30 v40 body, 28/+12 v40 lfit head. No clinical or pmh, no patient demographics, no operative reports, no date of primary hip surgery. While the x-rays appear to confirm the event description, insufficient information is available to create a medical report for this case. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that patient's hip was revised due to femoral periprosthetic fracture. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised. A restoration modular hip construct with a 28 +12 lfit v40 head were implanted. Update 15/may/2020: spoke to rep. Patient's hip was revised due to femoral periprosthetic fracture. An accolade tmzf stem and alumina femoral head were implanted. There are no allegations against the femoral head. Rep reported that no further information will be released by the hospital or surgeon.